Event description:
The pt reportedly has experienced sound percept problem and a decrease in performance. In 2004, the pt was seen at the center for evaluation. In 2004, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made. The surgeon observed that the left canal wall had collapsed and the tympanic membrane had a retraction pocket and possibly a cholesteotoma. Tympanoplasty surgery was scheduled. During the revision surgery, the pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.